Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes overfilled. The following information was provided by the initial reporter: "as per telephone agreements I communicate the lot of coagulation tubes (blue cap) with defective filling (in excess): bd vacutainer. Ref (B)(4) buffer 0.109m na citrate, lot n. 0325974 exp. August '21".

Manufacturer narrative:
H6: investigation summary : bd received a photograph from the customer in support of this complaint showing drawn tubes with the acceptable fill level. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes overfilled. The following information was provided by the initial reporter: "as per telephone agreements I communicate the lot of coagulation tubes (blue cap) with defective filling (in excess): bd vacutainer, ref 363048 buffer 0.109m na citrate, lot n. 0325974 exp. August '21"